Event description:
It was reported that the pump showed a pump memory error during update/interrogation. The patient had recently been implanted with a new catheter that was not recognized by the older programming card. They planned to check and see which card was in the programmer used during the update/interrogation. The pump was delivering clonidine and baclofen. It was later reported that the programmer used was the programmer at the hospital and it did not have an updated programming card. The physician used a programmer with the updated programming card and it worked fine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).